Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle appeared to be a gray rubber-like foreign substance but otherwise could not be identified. The root cause of the issue could not be determined, as no deformation of the device was observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance with the IFU. The event may be detected/prevented by following the instructions for use sections below: ¿evis exera olympus gif-h185 operation manual chapter 3 preparation and inspection. ¿evis exera olympus gif-h185 reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus air/water flow system on the evis exera iii gastrointestinal videoscope had the air/water flow issues. There were no reports of patient harm or impact associated with this event. During testing and incoming inspection of the returned device, a grey rubbery foreign material was found outside the device itself and that could not be removed was clogging the nozzle. It would very likely have been clogged during cleaning/disinfection process. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation revealed the following findings: bending angulations were out of specifications; bending section cover (a-rubber) adhesive was worn out; distal end insulation was out of specifications; light guide lens was chipped; plug unit was scratched; and universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.